Event description:
Caller reported a continuous glucose monitor (cgm) error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, which resolved the issue, allowing the caller to successfully start their sensor session without further error.